Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer confirmed the likely failure of the power switch. Possible causes include 1.) Damage to the power switch associated with repeated use and the age of the device or 2.) Failure of the power switch because the user applied excessive force.* as stated in the instructions for use, as a preventive measure, "do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons. Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The power switch was found broken and the unit had to be powered on using the rail behind the switch.

Event description:
A user facility reported to olympus that the power switch button was broken. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.